Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer 1 was not detected on the bus. A field service engineer (fse) removed the back panel and found that the latch sensor light was off. Upon inspection, the fse discovered that the magnet was missing from the inseparable. The fse replaced the inseparable, rebooted the device, and observed that all sensor lights turned on. Using the diagnostics application, the fse tested the drawer and confirmed that all sensors were functioning properly. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1.- (B)(6) .

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.